Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited a spot on the field of vision. The reported issue was found during preparation for use prior to an unknown surgical procedure. The procedure was completed using another video laparoscope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the image was foggy due to a broken charge coupled device unit and there were stripes in the image due to a broken video cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited a spot on the field of vision. The reported issue was found during preparation for use prior to an unknown surgical procedure. The procedure was completed using another video laparoscope. There was no report of patient harm or user injury associated with this event.